Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was determined that the reported failure to advance and additional therapy/non-surgical treatment appears to be due to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history for the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.5x15 mm non-abbott bare metal stent was implanted in the mid circumflex artery and post-dilatation at a high pressure was performed with a 3.75x12 mm nc non-abbott balloon catheter. Following post-dilatation, a perforation was noted in the mid section of the stented lesion. A 3.5x19 mm graftmaster rx stent system was advanced but could not cross proximal to the lesion due to the patient anatomy. The graftmaster stent system was removed and a long balloon inflation was performed using a 3.5x12 mm nc non-abbott balloon catheter to seal the perforation. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.